Event description:
It was reported that the patient received an in clinic check on (B)(6) 2024 regarding under sensing observed in non-sustained right ventricular oversensing (nsrvo) episodes on the implantable cardioverter defibrillator (ICD). The episodes were reviewed by technical services, and programming recommendations were made. The patient appeared to have fine undersensed ventricular fibrillation (vf) which came through due to intermittent under sensing on both the near and far field channel. It was noted that there would not have been any programming that would have fully guaranteed an avoidance of the observation. The patient passed away on (B)(6) 2024. No programming changes were made as the fine vf was not observed until after the patient passed. The patient was aged but the significance to the event could not be correlated. There were no allegations of malfunction by the physician. Questions surrounding the algorithm functionality were brought up, but the ICD appeared to have operated as intended with the physician questions satisfied. Technical services review of the episodes re-confirmed under sensing during the vf arrhythmia on both the near field and far field channels. Due to this under sensing the ICD kept returning to sinus rhythm instead of staying in the arrhythmia and delivering therapy. There did not appear to be any issues with the system.

Manufacturer narrative:
The provided session records were reviewed by technical services and under-sensing was observed. The under-sensing resulted in therapy not being delivered for the ongoing arrhythmia. The device was performing per programmed parameters. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.